Event description:
Medtronic received information that this bovine pulmonary valved conduit was successfully implanted without difficulties. The patient was discharged in 11 days after a normal post operative course. It was reported that the patient was seen by a physician approximately one month following discharge for diarrhea and vomiting. An ear infection was found, and antibiotics were prescribed. On the way home from the visit, the patient arrested and was unable to be resuscitated. Of note, this child had multiple congenital anomalies including tetralogy of fallot with absent pulmonary valve syndrome, imperforate anus with colostomy, trisomy 21, congenital hypothyroidism, and g-tube placement for feeding. An autopsy was not performed.

Manufacturer narrative:
Evaluation method: device history reviewed. Results:device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the conduit was not returned to medtronic for evaluation. No autopsy was performed and no product performance complaints were received from the health care professional. Review of the device history record shows that the product met manufacturing specifications when released for distribution. Conclusion: without the return of the conduit for evaluation, no definitive conclusions can be drawn regarding performance. The device history record for this device was reviewed and no issues were shown that would have impacted his event. The report of multiple congenital anomalies and no allegations of product deficiencies from the health care professional suggests that the death was not related to the conduit. However, as an autopsy was not performed, this cannot be confirmed.